Manufacturer narrative:
Mentor failure analysis lab completed the re-evaluation of the suspect medical device based on additional event information and documentation. Device re-evaluation summary: during the visual inspection, the device was found to be ruptured, it was received in four pieces. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 425cc smooth mentor memorygel breast implant and experienced postoperative right-sided breast pain. Patient has had pain since 2016. As a result, the patient underwent bilateral explantation without replacement on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported that the patient developed pain in the breast implant. During analysis of the sample was found rupture. No anomalies were observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device 6912846 number, and no non-conformances were identified. Manufacturing date 03/06/2015. Expiration date 03/09/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-jan-2020, mentor became aware of additional diagnoses. The patient experienced bilateral large and ptotic breasts, along with right-sided rupture and capsular contracture, baker grade unknown, discovered during explantation surgery on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).